Manufacturer narrative:
The device was received at the service center for testing 10/01/2015. Testing and investigation found that the device power supply printed wire assembly (pwa) was burnt. The ac receptacle did not show evidence of electrical sparking, charring or burning. The power supply was replaced and the device passed the electrical test successfully. The probable cause for the burnt power supply pwa was due to fluid spillage.

Event description:
The customer contact reported that during testing at the user facility, the device did not turn on with ac or dc power, the device was disassembled and it was found that the power supply was burned. The nurse returned the device to the engineer for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during testing at the user facility, the device did not turn on with ac or dc power, the device was disassembled and it was found that the power supply was burned. The nurse returned the device to the engineer for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.